Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t6-t12 fusion with t12 mounted with the schanz arm, they went to first trajectory at t9, and the depth appeared to be off in navigation. They re-took the snapshot and the depth still seemed off. They made pilot hole with "midas" and tapped. The screw was pout in and it appeared to go toward the disc space. The c-arm was brought in to take images and it showed the screw was okay. They went to t10 and still felt it was deep. They switched to medtronic navigation to continue surgery. The advanced accuracy test was ran after the surgery and it passed. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received indicated the the trajectories were deviated by approximately 5 millimeters.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.